Event description:
After the 8 iab was inserted, all connections were tight, the helium tank was full and open, the safety disk was secure and they were on autofill. The iab was aspirated and the iab was manually inflated. There was no evidence of a leak. While in the process of doing a manual fill, the surgeon stopped support and the pt expired. The iab was not returned to datascope for eval. The pt expired with iab in place.